Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, two separate loops broke off and fell inside the pt. A fluoroscopy was performed and four small device fragments were visible in the pt's bladder. The physician was notified and decided not to remove the device fragments. The intended procedure was completed with another similar device. It was also reported that at the beginning of the procedure, the 30 degree telescope was burned due to a suspected assembling error and was replaced. No add'l info was provided. Olympus followed up with the user facility to obtain add'l info and was informed that the physician stated that the small device fragments would pass out of the ot. Also it was reported that the procedure was prolonged by 142 minutes. The pt returned for a follow up visit and no adverse effects were noted at this time. Also reported that the pt did not have any discomfort or bleeding.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented. Please cross ref this complaint with: 2951238-2015-00166.